Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28 lot# va0cvdm, implanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
It was reported, the patient wanted to make sure their stimulation was off and they were in terrible pain and could hardly talk. It was stated, the patient never had therapeutic effect and had no relief since implant. It was noted, the patient had been having constant spasms in their bowel and bladder. The patient stated they had a lot of bowel come out as well and they were going every couple minutes. It was stated, the patient felt ¿like there is a hot poker up there.¿ it was noted the patient¿s healthcare provider gave had them take diazepam tablets every four hours but that didn¿t seem to be helping. It was noted, the patient had 4 urinary tract infections since they had been on diazapam. It was stated that since the patient had their implantable neurostimulator (ins) implanted the issue with bowel incontinence developed. It was reported, the patient was self-catheterizing at the time of report and they were on a catheter before. It was noted the patient had been in several time to see their healthcare provider and they had switched programs. Reportedly, the patient started on program 2 at 0.7 volts and they put them at 0.6 volts. The patient stated, they tried program 1 at 1.0 volts and lowered it to 0.9 volts but they were back to program 2 at 0.7 volts. It was noted, the patient¿s healthcare provider instructed them to turn their stimulation off. It was stated, the patient was in pain. It was later reported, the patient was still having concerns regarding their device or therapy but were working with their doctor or manufacturer representative. It was noted the patient was going to schedule an appointment after their bladder surgery on (B)(6) 2014 for stretching.